Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was noted previously that the rv lead exhibited pacing inhibition due to noise over-sensing. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.